Manufacturer narrative:
Complaint conclusion: as reported, the wire loop of a 6f exoseal vascular closure device (vcd) could not engage the vessel wall and the indicator window did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The indicator window was facing up during retraction, but it did not change, and no damage to the indicator wire loop was noted upon removal. The device was used via retrograde approach during the procedure, and the physician was certified in exoseal use. A non-cordis sheath introducer was used. The device was stored and prepared per the instructions for use (IFU). Angiography confirmed femoral artery suitability with insertion angle, vessel diameter =5 mm, no calcium/plaque, no tortuosity, no stent, no >50% stenosis, no prior closure within 30 days, and no pre-existing complications at the puncture site. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18436370 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire damaged loop¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the wire loop of a 6f exoseal vascular closure device (vcd) could not engage the vessel wall and the indicator window did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The indicator window was facing up during retraction, but it did not change, and no damage to the indicator wire loop was noted upon removal. The device was used via retrograde approach during the procedure, and the physician was certified in exoseal use. A non-cordis sheath introducer was used. The device was stored and prepared per the instructions for use (IFU). Angiography confirmed femoral artery suitability with insertion angle, vessel diameter =5 mm, no calcium/plaque, no tortuosity, no stent, no >50% stenosis, no prior closure within 30 days, and no pre-existing complications at the puncture site. The device became contaminated and cannot be returned for evaluation.